Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, this event was presumably caused by the following mechanism. -the user accidentally suctioned the foreign object and the suctioned foreign object clogged between the suction cylinder and the distal end opening of the subject device. Then the foreign object was discharged from distal end by the cleaning brush passing through during incoming inspection. Since the foreign object was reported to be foam material, the foreign object might be originated from the sponge used during reprocessing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus (B)(4), it was found that when the cleaning brush was inserted into the instrument channel, the unspecified foamed foreign material came out from the instrument channel outlet. There was no report of patient injury associated with the event.